Manufacturer narrative:
Continuation of concomitant: boston scientific device, implanted: unknown.

Event description:
It was reported that the high-voltage right ventricular (rv) lead exhibited impedance spikes while connected to a competitor cardiac resynchronization therapy defibrillator (crt-d). The rv lead remains in use. No patient complications have been reported as a result of this event.